Event description:
The event is reported as: complaint alleges: "the physician was trying to load the suture onto the capio device and she had difficulties loading the suture and subsequently punched her glove on the suture." No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed due to the lack of product sample to perform an investigation. The manufacturer will continue to monitor and trend relating complaints.